Event description:
The customer reported that while a patient was being moved, the bed rail contacted the nbp tubing/connector, and the tubing was released from the cuff. A nurse sustained an eye injury.

Manufacturer narrative:
(B)(4). The customer reported that when a patient's bed was being moved, the non-invasive blood pressure (nbp) tubing released from the nbp cuff, and the metal connector (of the nbp tubing) hit the nurse's left eye. A philips field service engineer (fse) confirmed that the nbp tubing came into contact with the bed rail, which caused the connector to release from the nbp cuff. There was no product malfunction. The reported issue is consistent with the nbp tubing being under tension at the time the connector was released, thereby causing the tubing to snap back. The metal connector at the end of the tubing then struck the nurse's left eye, causing a cut that required sutures. There has been no report thus far of any impact to the nurse's eyesight. There was no product malfunction. Trending on this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.